Event description:
It has been reported that the provisional fractured during the trailing process of a total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned cr tibial articular surface provisional confirms that the device exhibits signs of repeated use and has fractured across the lateral side. All pieces were returned for evaluation. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends